Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptics was torn from the iol. The iol was removed and with same model lens. Additional information has been received that the patient's condition is satisfactory. There was no medical intervention and product has not been reused. Additional information has been received that there was no threat of the patient life and health.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photos show an iol lens case, iol carton and iol in a lens case base. The iol in the lens case base is not positioned correctly in the well; it is off the centre. The optic appears to be broken and deformed/folded. One haptic appears to be damaged/deformed. The other haptic is not visible and appears to be missing. Based on our observation of the attached photo, the optic appears to be broken and deformed/folded. One haptic appears to be damaged/deformed. The other haptic is not visible and appears to be missing. The origin of the observed damage cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).